Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged during the implant attempt. The lead was not implanted. A replacement lead was successfully implanted at that time.